Manufacturer narrative:
During investigation, the exposed portion of the soft cannula was found to have been bent, as well as flattened. It could not be determined if this finding contributed to the reported dislodging from the infusion site. It is unclear when and how the damage to the cannula occurred. The adhesive pad was observed, and no abnormalities were found that may contribute to an adherence issue during wear. The top housing of the device was found to have been cracked. It is unclear when this damage occurred. An 0x18 alarm code was found to be present in the data. This alarm indicates that the device reached an empty reservoir state.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl or over while wearing the pod between 1 and 4 hours. Caller stated the adhesive loosened, causing the cannula to dislodge from the infusion site (leg). As treatment, a manual injection was delivered and patient drank water.